Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during an esophageal dilatation procedure performed on an unknown date. According to the complainant, the balloon had a hole and the water leaked into the patient's esophagus. The patient had aspiration but was resolved spontaneously. The balloon was removed together with the endoscope.

Manufacturer narrative:
Investigation results: a visual examination and functional analysis of the complaint device revealed that the balloon had a pinhole after the proximal bond. There is not enough information and evidence available to determine a root cause. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label. There is an investigation in place to address this issue. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during an esophageal dilatation procedure performed on an unknown date. According to the complainant, the balloon had a hole and the water leaked into the patient's esophagus. The patient had aspiration but was resolved spontaneously. The balloon was removed together with the endoscope.